Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent cartridge alarm 19s during the loading process. After loading multiple cartridges, the customer had been able to successfully load a cartridge. The customer's blood glucose (bg) level ranged from 200-400 mg/dl and a correction bolus via the pump was used to address the bg level. The customer indicated that the pump would be used to manage diabetes.